Event description:
It was reported by sales consultant: during an anterior cervical decompression fusion (acdf) procedure on (B)(6) 2013, an extraction screwdriver for the vectra cervical plate broke off at the very thin cannulated tip that is threaded. It was reported the event delayed the procedure approximately ten minutes. This report is for an extraction screwdriver. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional information, the risk documentation (design and clinical risk management for 03.613.004 extraction screwdriver, (accs))adequately identifies and addresses the broken inner shaft including the severity of harm and probability of occurrence of harm, there is no need for an update. Complaint addressed in CAPA (B)(4). The exact cause of breakage can not be determined. The inner shaft may have been partially engaged and a side load applied, this would cause a high bending load at the tip resulting in tip fracture.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of synthes device history records revealed that the extraction screwdriver conformed to all requirements. The driver was received with oxidation on the etch. The inner shaft broken with half of a thread remaining. The inner shaft of the driver was returned with approximately all except half of a broken thread remaining. The thread breakage appears to have occurred from applying a bending moment (force applied perpendicular to the axis of the instrument) when the force exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the technique guide. The driver inner shaft (lot# 560369e06) was produced prior to the material change. In addition this issue has been addressed by a corrective action. (B)(4).